Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2014, an intervention was performed to treat a proximal type I endoleak and distal migration of 10-13 mm of the trunk-ipsilateral leg component. After an aortic extender component was implanted for proximal extension, angiography showed resolution of the endoleak. However, it was reported the right renal artery appeared to be partially covered by the pxa. The right renal artery reportedly showed partial patency, and there was brisk blood flow to the left renal artery and kidney. The procedure concluded with no further complications, and the patient tolerated the procedure.